Event description:
Literature was reviewed regarding the use of an antibacterial absorbable envelope in high risk cardiac device patients. The authors described patients who were implanted with devices and an antibacterial absorbable envelope and experienced infections along with hematomas. Patients experienced sepsis, erosion, purulent drainage, erythema, edema, contact dermatitis, superficial cellulitis or superficial wound infections. Bacteriology included methicillin-sensitive staphylococcus aureus, methicillin-sensitive s. Aureus, candida, escherichia coli, and s. Lugdunensis. Patients were given antibiotics or had devices removed. There were patient deaths which resulted from infections.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/70 years old. Without a lot number the manufacturing date cannot be determined, and it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: randomized trial of stand-alone use of the antimicrobial envelope in high-risk cardiac device patients. Circulation: arrhythmia and electrophysiology. 2023; 16:e011740. Doi: 10.1161/circep.122.011740. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.